Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the fluoro function board, power supply, control panel processor, and re-loaded the nodes. The system was tested and is operating as intended.

Event description:
The customer reported that the 8800 system would not x-ray. No patient injury was reported.